Manufacturer narrative:
B3. Date of event: exact event date is unknown. Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Analysis of the returned fiber concludes the fiber was broken. The fiber was received in one piece. The received piece was small in size, therefore it is likely that the fiber was broken. Microscopic inspection of the connector face did not identify any abnormality. The following message was displayed: treatment used: 0 treatment left: 10. It is likely that procedural handling and procedural conditions of the device during set-up or use contributed to the fiber body break. A partial body break or kink could have occurred during the set up and use and when the fiber was fired, it led to the fiber break. The IFU states: inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the device; return it to the supplier for replacement. Based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the fiber was received without customer and performance allegation information. Analysis of the returned fiber identified a broken fiber.